Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's oxygen blending module was replaced to address the issue.